Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (linenumber = 3540 and filenumber = 26) due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error 53. Customer's blood glucose was 78 mg/dl at the time of the call. Customer had a pump error 53, customer successfully clear the alarm. The device will be return for analysis.